Event description:
The manufacturer was contacted in reference to their dream station device. The manufacturer received information alleging smoking and burning and no longer works, they believed that the fan stopped working. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient.